Event description:
The manufacturer received voluntary medwatch (mw5154668). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black substance in device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.